Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, transient ischemic attacks, stroke, migraine, knee operation, high cholesterol, abdominal pain, adenomyosis, coccyx pain, tenderness, loop electrosurgical excision procedure, folliculitis, acute pharyngitis, ovarian cyst, muscle strain, knee sprain, galactorrhea, breast engorgement, acid reflux (oesophageal), multigravida, parity 4, pap smear abnormal, lung disease, sinusitis, viral pharyngitis, endometriosis, ovarian neoplasm, flank pain, back pain, tachycardia, arthralgia and procedural pain. Concomitant products included acetylsalicylic acid (baby aspirin), duloxetine hydrochloride (cymbalta) since 2016, ibuprofen (buprofen), naproxen sodium (anaprox ds) and topiramate (topamax) since 2007. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain lower ("pain right sided/right lower quadrant pain"), pain in extremity ("pain shoot down my leg"), procedural pain ("severe pain after right tube removal"), breast pain ("pain into my breast") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full),unilateral salpingectomy, oophorectomy (one side removal of ovary)). At the time of the report, the device expulsion, pain in extremity, procedural pain, breast pain and menorrhagia outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, breast pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, pelvic pain and procedural pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2012 now, it is reported as (B)(6) 2012. Ultrasound located the assure coming out of the cornua and into the side well. Plaintiff previously preciously had a right salpingo-oophorectomy. Complications during surgery- repeat/multiple surgeries, date- (B)(6) 2019 removal date discrepancy: (B)(6) 2016, (B)(6) 2019, (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The essure was successfully placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, essure that has been dislodged/protruding from the uterus, depression. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information updated. New event: menorrhagia (heavy menstrual bleeding) was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, transient ischemic attack, stroke, migraine, knee operation, high cholesterol, abdominal pain, adenomyosis, coccyx pain, tenderness, loop electrosurgical excision procedure, folliculitis, acute pharyngitis, ovarian cyst, muscle strain, knee sprain, galactorrhea, breast engorgement, acid reflux (oesophageal), multigravida, parity 4, pap smear abnormal, lung disease, sinusitis, viral pharyngitis, endometriosis, ovarian neoplasm, flank pain, back pain, tachycardia, arthralgia and procedural pain. Concomitant products included acetylsalicylic acid (baby aspirin), duloxetine hydrochloride (cymbalta) since 2016, ibuprofen (buprofen), naproxen sodium (anaprox ds) and topiramate (topamax) since 2007. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain lower ("pain right sided/right lower quadrant pain"), pain in extremity ("pain shoot down my leg"), procedural pain ("severe pain after right tube removal") and breast pain ("pain into my breast"). The patient was treated with surgery (hysterectomy (full),unilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, pain in extremity, procedural pain and breast pain outcome was unknown and the dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, breast pain, device expulsion, dysmenorrhoea, dyspareunia, pain in extremity, pelvic pain and procedural pain to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2012 now, it is reported as (B)(6) 2012. Ultrasound located the assure coming out of the cornua and into the side well. Plaintiff previously preciously had a right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The essure was successfully placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, essure that has been dislodged/protruding from the uterus, depression. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received. Reporter information were added. Medical history, lab data and concomitant drug were added event : migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, pain right sided/right lower quadrant pain, shoot down my leg, pain up into my breast, severe pain after right tube removed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menstruation irregular ("irregular periods") and tooth disorder ("dental complications"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, depression, menstruation irregular and tooth disorder outcome was unknown. The reporter considered depression, menstruation irregular, pelvic pain and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.